Manufacturer narrative:
Calibration and qc were acceptable. The sample was spun for 5 minutes at 5000 rpm. This time is too short and the speed is too fast for the sample tubes from most manufacturers. Abnormal aspiration alarms were noted on the customer's alarm trace data. The field service engineer (fse) found an issue with the electrodes and replaced them. The sipper nozzle and pinch tubing was also replaced. The fse performed 50 ise checks and ran a 21 sample serum pool precision test. All results were within specification. The customer performed calibration and qc with acceptable results. The service actions resolved the issue.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for ise indirect k for gen.2 on a cobas 6000 c (501) module. The initial k result was 5.9 mmol/l. This result was reported outside of the laboratory. The repeat result from a different c 501 module was 3.3 mmol/l. This result was believed to be correct and a corrected report was issued. The k cartridge lot number and expiration date were not provided.